Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings this report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00268.

Event description:
Hold for tc 5.3.21.the user facility reported that when the angio-seal poly-foil pouch was opened; the bypass tube was already detached from the carrier tube tip. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used, and another angio-seal device was used to continue the procedure. However, when the locator/insertion sheath assembly was being inserted into the artery, resistance was encountered at the transition point between the sheath and locator and the assembly was unable to be inserted any further. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was the right common femoral artery. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.